Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown omnipod software app version: 3.1.1 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient called an ambulance on (B)(6) 2025 due to hypoglycemia. The patient¿s blood glucose level declined to approximately 51 mg/dl while wearing the pod for an estimated 4 to 24 hours. Reported symptoms included dizziness and confusion. Additionally, the patient stated at one point the system was giving an error and stating that it could not read the sensor. The patient was diagnosed by emergency medical technicians from the ambulance with hypoglycemia and treatment was provided on site, consisting of intravenous glucose administration and oral glucose tablets. The patient was not transported anywhere and did not require further medical intervention.